Manufacturer narrative:
A review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown. A product labeling review identified that the device was used per the directions for use (dfu) / product label. Additionally, infection is noted within the dfu as a potential complication associated with the use of the device. H6 patient code 3191: no code available was used because there is not an equivalent FDA code for surgical intervention.

Event description:
It was reported that a patient's back got an infection and had the device explanted. No further information could be obtained.

Event description:
It was reported that a patient's back got an infection and had the device explanted. No further information could be obtained.